Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).

Event description:
A consumer reported greying in her eye and severe pain following an intraocular lens (iol) implant procedure. The lens remains implanted. Additional information is not available at this time.